Event description:
The pump was replaced due to end of life; the pump battery was depleted. The catheter was replaced due to occlusion. The patient recovered without sequela. The device system was used to deliver "pr-mo" (25 mcg/ml at 7.586 mcg/day).

Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.